Manufacturer narrative:
One pneupac¿ pneupac® babypac¿ ventilator was received in good condition. The device was functionally tested, and the active peep and inspiratory/expiratory times were found to be within tolerance. The customer's reported problem could not be confirmed. The ventilator passed all functional checks.

Event description:
It was reported that a pneupac¿ pneupac® babypac¿ ventilator was submitted for repair for load select, active peep, and rate inaccurate.